Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitivity troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, in-house testing, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. No increase in complaint activity identified. A review of ticket trending did not identify any related trends for the product for the issue. A review of the device history record did not identify any non-conformances or deviations associated with the reagent lot and complaint issue. Accuracy testing was completed using panels that mimic patient samples using an in-house retained kit of the complaint lot. All specifications were met indicating that lot 58191ud00 is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was not identified for alinity I stat high sensitivity troponin-I, reagent lot 58191ud00. Updated d4 expiration date from blank to 4/30/2024. Updated h3 device mfg date from blank to 11/20/23.

Event description:
On 07mar2024, the customer reported a female patient with falsely elevated alinity I stat high sensitivity troponin-I results using reagent lot 5819ud00. The following data was provided (reference range for female patients is <15 ng/l critical high is >50 ng/l): on (B)(6) 2024 at 0055 sid (B)(6) : initial result = 488 ng/l ((B)(6)); repeat result on (B)(6) 2024 at 0456 = 388.6 ng/l ((B)(6)) on (B)(6) 2024 at 0314 sid (B)(6): initial result = < 2.7 ng/l ((B)(6)); repeat result on (B)(6) 2024 at 0437 = < 2.7 ng/l ((B)(6)) ¿ same patient different sample on (B)(6) 2024 at 0402 sid (B)(6): initial result = < 2.7 ng/l ((B)(6)); repeat result on (B)(6) 2024 at 0438 = < 2.7 ng/l ((B)(6)) ¿ same patient different sample there was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier:(B)(6) , (B)(6), (B)(6)(different samples from the same patient) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On 07mar2024, the customer reported a female patient with falsely elevated alinity I stat high sensitivity troponin-I results using reagent lot 5819ud00. The following data was provided (reference range for female patients is <15 ng/l critical high is >50 ng/l): on 03mar2024 at 0055 sid (B)(6): initial result = 488 ng/l (ai20511); repeat result on 03mar2024 at 0456 = 388.6 ng/l (ai20503) on 03mar2024 at 0314 sid (B)(6): initial result = < 2.7 ng/l (ai20503); repeat result on 03mar2024 at 0437 = < 2.7 ng/l (ai20511) ¿ same patient different sample on 03mar2024 at 0402 sid (B)(6): initial result = < 2.7 ng/l (ai20503); repeat result on 03mar2024 at 0438 = < 2.7 ng/l (ai20511) ¿ same patient different sample there was no impact to patient management reported.